Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not administer therapy when the patient's heart rate was 250 beats per minute. The patient became syncopal. Boston scientific was notified by a medwatch report. Follow-up was not possible as no serial number was given, and the phone number that was given was disconnected.